Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for evaluation, the administration set operated as expected. Mmdg could not replicate or confirm the reported complaint.

Event description:
The initial reporter stated that they had a set that was leaking at the filter. They stated that the set was leaking through the vents in the filter. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).